Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/13/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation. A manufacturing record evaluation (mre) was performed for the finished device number 7603212, and no non-conformances related to the reported complaint condition were identified. During visual analysis of the device a rupture measuring approximately 0.1 cm was noted on the anterior view. During the microscope examination striations were detected on the edges of the rupture. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction revision with a 650cc mentor cpx 4 breast tissue expander with suture tabs experienced deflation of a tissue expander post procedure. As a result, the patient had to have the device removed and replaced with the permanent device prior to the date originally planned.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/22/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was updated based on the device received. Model number has been updated. The impacted product was a 550cc mentor cpx 4 breast tissue expander with suture tabs. On (B)(4) 2019 mentor became aware that the explant date was erroneously omitted from the initial report submitted on 10/22/2019. The explant date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).